Event description:
Post implant there was no flow through the graft. The pt was returned to the o.r. Where the graft was partially explanted. The upper portion of the ancure graft, including the superior hooks remain in the pt. The lower half of the graft was cut and a surgical graft attached to the ancure graft and the aorta to exclude the aneurysm and maintain adequate flow. During the initial ancure implant procedure a 360 degree twist of the graft was noted and treated with a wallgraft and stent. The pt is reported to be doing well.